Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the switch on the vaso view hemopro would not turn off. A bridge technique was used to complete the procedure. The hosp did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformity recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).